Event description:
On 11/22/2021, it was reported by a sales representative via sems that an ar-6480 pump is experiencing high pressure issues. This was discovered during a procedure, patient was not affected.